Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device went into backup mode during a software upgrade which resulted in phrenic nerve stimulation. Technical support restored the software settings and the patient was stable with no consequences.